Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument exhibited an unknown issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: cables were frayed and torn at the distal end, with no fragments reported missing; there was no patient injury, and functional details such as arcing, loss of cautery, or directional issues were not specified.